Manufacturer narrative:
Device evaluation summary: according to the information received, the patient was dissatisfied with the appearance of her breasts and had her implants removed and replaced. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the returned device. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: since no malfunction was observed during the investigation. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Reason for device explant and/or reoperation: left breast capsular contracture, unsatisfactory appearance of breasts. H6 health effect - clinical code e2402: patient dissatisfaction with procedure outcome. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent a primary breast augmentation procedure with mentor memorygel breast implant 300cc gel breast prostheses developed baker grade iii capsular contracture in her left breast post implantation. Additionally, there was unsatisfactory appearance of the patient¿s breasts. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 400cc gel breast prostheses on (B)(6) 2025. During explant surgery, rupture of the left breast prosthesis was discovered. This medwatch report is for the patient¿s right breast prosthesis. Refer to manufacturer report number 1645337-2025-10025 for the report for the patient¿s left breast prosthesis.